Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the sample was returned clean. The distal end of the catheter was examined under microscopic magnification (10x) and a complete core wire fracture was present 0.6cm from the distal tip. The outer catheter was torn at this location and the proximal end of the core wire at the location of the fracture was protruding from the outer catheter. The catheter was not separated from the distal tip. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: the outer catheter was removed at the distal tip and the edges of the core wire fracture were examined under microscopic magnification (32x). The edges of the core wire fracture were jagged. Functional testing could not be performed due to the poor sample condition (i.e. Fractured core wire). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation was confirmed for a core wire fracture, as a complete fracture in the core wire was found. The investigation was confirmed for a torn catheter at the location of the core wire fracture. The investigation was inconclusive for vessel dissection, as no images were provided. The definitive root cause for this event could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter.

Event description:
It was reported that during advancement in the sfa, the health care provider pushed the recanalization catheter forward forcefully resulting in an alleged 45 degree bend and the catheter core wire allegedly fractured. It was further reported that the core wire pierced through the lesion causing vessel dissection requiring coil placements at the lesion site. There was no reported difficulty in retracting the catheter from the patient. Reportedly, another recanalization catheter was used to continue the procedure; however, the occluded lesion site remained unchanged. The health care provider concluded the procedure; however, recommended the patient for a future bypass procedure. The patient was reported to be doing well.

Manufacturer narrative:
No device, no medical records, or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during advancement in the sfa, the health care provider pushed the recanalization catheter forward forcefully resulting in an alleged 45 degree bend and the catheter core wire allegedly fractured. It was further reported that the core wire pierced through the lesion causing vessel dissection requiring coil placements at the lesion site. There was no reported difficulty in retracting the catheter from the patient. Reportedly, another recanalization catheter was used to continue the procedure; however, the occluded lesion site remained unchanged. The health care provider concluded the procedure; however, recommended the patient for a future bypass procedure. The patient was reported to be doing well.